Event description:
Customer states that false low ck-mb results were produced and reported from the access instrument using the ck-mb reagent. Each low result was properly flagged with a unr message by the instrument. Operator did not know what a unr flag meant and reported the results. This event and unr flags originated from the initial user error, which was moving the reagent pack from one instrument to another instrument. This is specifically prohibited in the labeling. While there are multiple user errors involved, the resulting false low ck-mb results could be used by a physician and may contribute to a delayed diagnosis and the potential for serious injury.